Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system and was unable to re-create the reported error. Fss ran check disk on the unit and found file errors. Fss performed check disk with fix and the additional check disk revealed no errors. Fss removed and replaced the battery on the advantech pcb (printed circuit board), re-seated the connectors in the monitor and on the instrument manager pcb. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred 3 times in succession with the phacoemulsification machine. The operator rebooted the system and the error cleared out. There was no patient involvement reported and no patient treatments delayed or cancelled

Manufacturer narrative:
Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Component migration, power source problem, and electrical problem were identified as failure modes. In the initial report, the device manufacture date provided (11/18/2011) was incorrect. The correct date of manufacture is 10/17/2011 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.